Event description:
The information provided to sjm indicated the angio-seal vip vascular closure device was selected for use. Following deployment, collagen was in the vessel, requiring surgical intervention.